Event description:
During l4-5 spondylolisthesis and radiculopathy, following placement of l5 pedicle screw, the k-wire did not advance. The tip then bent. Upon removing the pedicle screw partially, we noted that the k-wire tip had broken off in the vertebral body. The k-wire was replaced here and then the jamshidi needle was removed. We tapped the trajectory and tried placing the pedicle screws here again and again. The same issue occurred where the head of the l4 pedicle screw interfered with the trajectory and caused bending of the k-wire before full advancement of the pedicle screw. We then removed the pedicle screw again over the k-wire, and again noted that the k-wire tip had broken within the vertebral body.